Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that the dorsal column stimulator and lead were removed on (B)(6) 2011 as it was malfunctioning. The patient was stable following surgery and returned to the recovery room in a satisfactory condition. There were no further complications reported or anticipated.